Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control montor (ccm) was blank when shutdown was pressed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the peripheral component interconnect (pci) bus cable. All performance/verification checks passed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.